Event description:
Bipap v60#7 shut off randomly while on patient. Rn stated the bipap off and was alarming with "inoperable" on the screen. Rn turned the machine off then back on and it started working again. Rt immediately switched out to a different machine. Manufacturer response for ventilator, non-invasive, respironics (per site reporter). Investigation and repair still ongoing at this time.